Manufacturer narrative:
Device history records, complaint history. An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. The investigation concluded that the event was not related to a product design or manufacturing problem. The event was caused by patient trauma. No trends could be noted. If device or additional information becomes available, it will be submitted in supplemental report.

Event description:
The site reports that the "patient ((B) (6)) arrived at (B) (6) on (B) (6) 2010 after falling out of bed and hearing a "pop" in his left knee. He was seen in the emergency department where radiographs of his left knee were taken. These radiographs revealed a periprosthetic distal femur fracture and the patient was admitted to the hospital for surgery. His surgery was scheduled for the next day, (B) (6) 2010. The patient underwent general anesthesia for an open reduction internal fixation of the left distal femur fracture with a synthes liss plate. There were no operative complications. The patient is currently an inpatient at (B) (6)."